Manufacturer narrative:
Product analysis conclusion; the reported type a dissection could not be confirmed on the films provided. Post-implant CT's from the intervention procedure ((B)(6) 2020) were not provided for review. Analysis of the returned films did not reveal any obvious anatomical characteristics that could explain the reported dissection. It is unclear if the type a dissection was possibly procedure related, due to a patient related issue, or possibly caused by an unknown interaction with the implanted stent grafts. The occurrence of a type a dissection is more likely to occur in a patient treated for a type b dissection that presents acutely. Although no clear stent graft issues were observed near the start of the type b dissection, it is possible that the interaction of the stent grafts implanted into a patient with a type b dissection may have led to the type a dissection. B:5 additional information received; the type b dissection that was being initially treated was diagnosed 16 days previous to the index procedure. It was confirmed the oversizing of the grafts were corresponding to dissection cases. It could not be confirmed if the thoracotomy was device or procedure related, it was thought it was possibly anatomy or pathology related but not confirmed. H:6 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc3731c207te, serial/lot #: (B)(4), ubd: 26-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a unknown sized type b aortic thoracic dissection. The vnmc3731c207te was implanted from the subclavian artery and the vnmf3428c173te was extended distally. It was reported that post-operatively five weeks later, the patient presented in shock and an acute retrograde type a dissection was confirmed by CT. Treatment was performed on the same day and the patient had a thoracotomy procedure. As per the physician the cause of the event was the type a dissection. No additional clinical sequalae were provided and the patient will be monitored.